Manufacturer narrative:
Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the overall transcatheter aortic valve replacement (tavr) procedure and balloon valvuloplasty. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, during bav the patient¿s native leaflet tore due to the patient¿s severe annular calcification and resulted in severe ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, post balloon aortic valvuloplasty (bav), severe aortic insufficiency (ai) was seen on echo. The patient required bypass to continue with the procedure. Initially, a 25x4 edwards bav was prepped. The physician had challenges with ppm capture. When good capture was obtained the bav balloon was inflated but could not reach 100% inflation volume due to the patient's moderate-severe calcification. Post bav the patient's pressure started dropping and severe ai was noted. Due to the patient's poor left ventricular function the patient was put on bypass. Once the patient was stabilized, a 26mm sapien xt valve was prepped and the valve was deployed 55a:45v. Post deployment tee showed no pvl and no cai. The native leaflet on the non coronary cusp side could be seen flapping; however it had no affect on the functionality of the xt valve. The patient remained on bypass at the conclusion of the case. The native leaflet tear was believed to have occurred during the bav and was attributed to the patient's moderate-severely calcified annulus. The patient was placed on bypass as a result of both the bav induced ai and his pre-existing condition.